Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered ventricular pacing after a premature ventricular contraction (pvc) fell under the blanking period, which induced the patient into a ventricular tachycardia (vt) episode that the device converted with shock therapy. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service